Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
(B)(6) 2015, crts (B)(4) (con): the patient reported the implantable neurostimulator (ins) got hot at implant site. The doctor told the patient not to keep it on all the time. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.